Event description:
It was alleged that the machine did not cool. Manual mode was selected with a water target temperature of 4°c. The water temperature stayed around 21.9°c after 10 minutes of operating. Automatic mode was selected with target temperature of 33°c, after 20 minutes of run time the water temperature was still 22.3°c. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
This issue was resolved for the customer by replacing the thermal unit.

Event description:
It was alleged that the machine did not cool. Manual mode was selected with a water target temperature of 4°c. The water temperature stayed around 21.9°c after 10 minutes of operating. Automatic mode was selected with target temperature of 33°c, after 20 minutes of run time the water temperature was still 22.3°c. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.